Event description:
On (B)(6) 2024, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy-jejunal (peg-j) tubes. It was reported the patient went to the emergency room on (B)(6) 2025 where he had an evaluation by the endoscopy department which confirmed the suspicion of a buried bumper. On (B)(6) 2025 endoscopy attempted to remove the buried bumper. Patient was referred for a CT to see where the plate is located. Surgery may be required to remove the bumper.

Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. A buried bumper is a known complication of a peg tube placement. Health effect clinical code of e2402 was chosen to capture the event of buried bumper. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Reference number (B)(4). Additional information: b5 and b6. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2025 it was reported the CT scan showed that the plate is found outside of the stomach and surgery is not necessary to remove it as the patient will expel it. Patient discharged home with unknown antibiotic treatment. The patient continues to suffer from suppuration and pain. The patient's duodopa pump has been removed and the patient is currently undergoing oral treatment. On (B)(6) 2025 it was reported that antibiotic treatment ends today. There have been no warning signs in the patient.

Manufacturer narrative:
Reference number (B)(4). Additional information: b5. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On 27/feb/2026, it was reported the patient was seen in consultation by his neurologist. A new unknown oral antibiotic regimen was started. Patient continues with a buried tube and has an appointment in april with surgery for evaluation.

Event description:
On 27/oct/2025 it was reported the patient was evaluated by gastroenterology and a CT scan was requested within 1 month to assess, along with surgical removal of the tube with anesthesia. Patient without changes in symptoms.

Manufacturer narrative:
Reference number (B)(4). Additional information: b5. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.